Event description:
A 6f convey guiding catheter invaginated when a 4.0 synergy stent balloon was being withdraw back into the guiding catheter. The stent balloon was taken to greater than rate burst pressure, thus bursting the balloon. Due to the part of the balloon being stuck into the guiding catheter the operator tried to manipulate the balloon/wire to release it from stuck in the guiding catheter. This movement caused the runthrough wire to perforated the distal lad vessel, causing the patient to go to surgery.

Event description:
A 6f convey guiding catheter invaginated when a 4.0 synergy stent balloon was being withdraw back into the guiding catheter. The stent balloon was taken to greater than rate burst pressure, thus bursting the balloon. Due to the part of the balloon being stuck into the guiding catheter the operator tried to manipulate the balloon/wire to release it from stuck in the guiding catheter. This movement caused the run through wire to perforated the distal lad vessel, causing the patient to go to surgery.